Event description:
It was reported that the patient was feeling a sensation similar to palpitations under their arm and side. The implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. It was also noted that the right ventricular (rv) lead exhibited oversensing and low impedance. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.